Event description:
They were using this in a av fistula and they pulled the avx back and the tip came off the catheter. The tip remained in the av graft and could not be retrieved. Per email (B)(4) 2012: the dr tried to snare the device. The case was stopped because the pt's arm fell off the board and the sheath came out of the arm. They lost access the dr decided to discuss it with the surgeon. The contact is (B)(6).

Manufacturer narrative:
Event consists of a broken device during an angiojet procedure. The pt's gender and age are unk as well as any pt medical history. An angiojet ultra avx thrombectomy set was being used in a declot procedure of an arterial/venous (av) fistula when a physician pulled back on the avx device and the device broke. The physician attempted to snare the device. However, the case was stopped because the pt's arm fell off the board and the sheath came out of the pt's arm resulting in lost access. The physician decided to discuss the case with a surgeon. We have not been able to obtain info if the remaining portion of the device was retrieved or left in the pt. The IFU warns the user: "during the procedure, do not retract the guide wire into the catheter. If retraction of the guide wire into the catheter occurs, it may be necessary to remove both the catheter and guide wire from the pt in order to re-load the catheter over the guide wire." "If resistance is felt during the advancement of the thrombectomy set to lesion site, do not force or torque the catheter excessively as this may result in deformation of tip components and thereby degrade catheter performance." "Do not pull the catheter against abnormal resistance. If increased resistance is felt when removing the catheter, remove the catheter together with the sheath or guide catheter as a unit to prevent possible tip separation." This event is considered a reportable event as intervention was attempted to retrieve the distal portion of the broken catheter.